Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that his blood glucose level was running high. The site was changed and the infusion set had a bent cannula. His high blood glucose level persisted. Customer's blood glucose level was 599 mg/dl the customer was given a manual injection and bolused with the insulin pump. He had a stomachache and was not feeling well. In the alarm history a low battery, weak battery, low reservoir, and no delivery alarms were found. The high pressure test passed. The device was not returned.